Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2019 with the following findings: during investigation, the audio bolus button cover was lifted. The audio bolus button was inoperable due to the audio bolus button slug missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the audio bolus button was inoperable. This report is made based on results of investigation completed on 01/09/2019.